Event description:
The hospital reported that during the saphenous vein harvesting procedure, the nose piece of the dissection tip on the cannula detached and fell inside the pt's leg. The hospital did not provide the information on how the tip was retrieved. A replacement unit was used to complete the procedure. The hospital did not report any other pt complications.